Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0nv3j, implanted: 2015-(B)(6), product type lead. Product ID neu_un known_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that two weeks after implant the patient was hospitalized for two weeks due to infection at the pocket site. They we re on antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.